Event description:
Device report from depuy synthes reports an event in united kingdom as follows: it was reported that during a procedure on (B)(6) 2022, the instrument was spinning in set screw head and was unable to reach the torque limit. It was also reported that two (2) set screws had stripped during this process. The damaged set screw implants were removed and replaced. Alternative instruments were used and procedure was completed safely. All fragments successfully removed from the patient without any difficulty. There was no patient impact. This report is for one (1) single-inner setscrew. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: kwp;kwq;mnh;mni;osh. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a manufacturing record evaluation was performed for the finished device product code: 179702000s. Lot: 318288. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: august 26, 2021. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received images. Visual analysis of the photo revealed the threads of the single-inner setscrew peeled off which led to the set screw not being able to be torqued to the specified limit. No other product problems identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for single-inner setscrew. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.